Manufacturer narrative:
At this time merge healthcare is attempting to obtain further information from the customer. Once additional information is available, a supplemental report will be submitted.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6)2017, merge healthcare received information from an account regarding under-developed images. Additional information was requested from the account. On (B)(6)2017, the account indicated that they were unaware of any under-developed images; however, images were lost. When questioned if the images were permanently lost, the account indicated the images were permanently unavailable. The patient whose previous images were missing had to be brought in on another day for retesting. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures, in a timely manner. The customer reported that no patient harm occurred as a result of this issue. (B)(4).